Manufacturer narrative:
Section b2: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed brief low flow events that resulted in one transient low flow hazard alarm; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings, reported signs of hemolysis, and heartmate 3 lvas could not be conclusively established through this evaluation. The system controller event log file contains data from (B)(6) 2019 at 04:57 through (B)(6) 2019 at 22:19. Brief low flow events were captured on (B)(6) 2019, resulting in one low flow hazard alarm at 12:17:19. Calculated average flow was captured at 2.4 lpm for these events. Overall, calculated average flow ranged from 2.4-5.5 lpm and motor power ranged from 3.900-5.358 mw throughout the file. The stored patient speed was changed multiple times on (B)(6) 2019; however, the pump speed did not drop below the low speed limit for the duration of the file. No additional atypical events were captured. The controller periodic log file contains data from (B)(6) 2019 at 15:45 through (B)(6) 2019 at 06:45. Motor power did appear to increase over the duration of the file; however, this appeared to be associated with the stored patient speed being increased from 5400 rpm to 5700 rpm on (B)(6) 2019. No additional abnormal trends in pump parameters were observed. No atypical events were captured in the lvad log files. The system appeared to be operating as intended. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The hm3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides an outline of all pump parameters. The IFU explains the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU also provides information regarding anticoagulation, including the recommended inr range. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 1 year 0 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. It was reported that the patient was admitted for fever, chills, dark tea colored urine, and increased lactate dehydrogenase(ldh) on (B)(6) 2019. Analysis of the log files showed low flows associated with high pi readings. There were no other unusual events seen within in the log file. No additional information was provided.